Event description:
Information was received from a consumer regarding a patient receiving fentanyl and clonidine via an implanted pump. The indication for pump use was non-malignant pain. The patient reported that they were allowed 6 boluses per day and 2 months ago they noticed that their communicator was not working and they had to turn it around and it did not want to read their pump. The patient stated that it will go and will sit there. The agent assisted the patient with clearing data after which the patient managed to connect quickly to their myptm app.

Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown implanted: explanted: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: , UDI#:. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.